Event description:
Additional information was provided from a consumer stated that their health has really deteriorated. The patient asked if they had to have the pump removed if they could not get to a doctor¿s office to have the pump managed/refilled. The agent offered to email the physician¿s listings, and the patient accepted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that approximately 5 years ago, the patient became paralyzed due to a condition entirely unrelated to the pump. The patient stated that now they have had so many health challenges that they could not even get to the doctor's office to get the pump refilled and they did not know what to do. The patient mentioned that they had home health services in the past, but they were not very cooperative on things that they wanted to try to do so they kind of inherited him because the physician who was on their file sold the business, so they never had any problems until now. The patient mentioned that the physician tried to access pump port, but they missed the port because they did not know what they were doing. The agent reviewed that medtronic does not have a specific company that they work with and redirected patient to their managing healthcare provider to further address the issue. The agent emailed physician listing to the patient. The agent had difficulty understanding the pt clearly. (B)(6) (con): document contained no new information.